Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient had two target lesions treated at the index procedure. The first was an 80% stenosed and 30mm long "tasc b" lesion located in the left common iliac artery with a reference vessel diameter of 7.0mm. The second lesion was a 50% stenosed and 2mm long "tasc a" lesion located in the right common iliac artery with a reference vessel diameter of 7.0mm. The lesions were treated simultaneously with kissing technique using a 2x30mm epic study stent in the left common iliac, a 7x30mm epic study stent and another unknown size epic study stent in the right common iliac. After post dilation, residual stenosis in both the right and left common iliac was 0%. It was reported that during post dilation using an 8mmx4cmx75cm ultra-thin balloon catheter, a dissection occurred. It was treated with a bailout stent below the proximal stent and balloon dilation with a successful outcome and 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin therapy.